Event description:
The pt called lfs and alleged that their meter would not power on. The pt reported that the last time the pt tested on their meter was in 2004 at 9:00 am. They reported that one day they attempted to test on the meter (date unk) and the meter would not power on. Spouse drove pt to the hosp to test their blood sugar. They reported no symptoms at this time. When the pt arrived, the pt's blood sugar was tested on the hosp meter; the result was 43 mg/dl. They were treated with glucose and released. The issue with the meter was not resolved. The battery was correctly installed, the battery contacts were in good condition, and the batteries were less than 1 year old. Based on the info provided, there is evidence of a meter malfunction, which contributed to a serious injury. The pt's treatment for hypoglycemia may have been delayed. A replacement meter is being sent to the pt.